Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: heartware ventricular assist system ¿ pump / hw31305/ model #: 1104 / expiration date: 2019-12-31 UDI #:(B)(4) mfg date: 2017-12-15. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post right ventricular assist device (rvad) exchange, the patient developed hypertension. Ten days later, they developed acute renal failure and was noted to have a fluctuatung glasgow coma scale (gcs). A computerized tomography (CT) scan was performed and a cerebral bleed into the fourth ventricle was noted. Medical intervention was given and an external ventricular drain (evd) was inserted with no change in gcs. The decision was made to send the patient into palliative care. Both vads remain in use.

Manufacturer narrative:
Other devices involved in this event: pump / hw31305/ model #: 1104. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was in respiratory distress and was put on a bilevel positive airway pressure (bipap) machine. The patient had an acute confusion state headache and slurred speech at the time of the stem bleed, along with hydrocephalus. The patient expired with all support ceased.